Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to broken trace. Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No blank display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had lot of occlusion alarms and also had pump error. Customer reported that the insulin pump did not want to start anymore and the medtronic logo comes on and then the screen goes black again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.